Manufacturer narrative:
D4 expiration date - added d10 product available to stryker - updated h3 device evaluated by mfg - updated h3 summary attached - updated h4 manufacturing date ¿ added due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was returned and the lot number was confirmed with the packaging. Visual analysis revealed that the subject coil was returned attached to the delivery wire, the proximal contact wire was intact, the coil delivery wire was kinked/bent, the distal tip was found to be intact and the main coil was stretched. Functional test was not required as the reported defect was not confirmed during visual analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Therefore, the as reported 'main coil prematurely detached/separated during use' was not confirmed. In the case of this complaint it is most likely that the coil stretched during coil advancement against friction. This complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors will be assigned to 'main coil stretched'. An assignable cause of 'handling damage' will be assigned to 'coil delivery wire kinked/bent' as it is most likely that the delivery wire kinked due to handling of the device during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during ruptured aneurysm coil embolization procedure, the subject coil prematurely detached at the posterior communicating artery(pcomm) inside the aneurysm before the physician put the detacher on the delivery wire of the coil. The subject coil remained implanted inside the aneurysm. The physician removed the delivery wire/proximal coil and completed the procedure successfully. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available to the manufacturer yet.

Event description:
It was reported that during ruptured aneurysm coil embolization procedure, the subject coil prematurely detached at the posterior communicating artery(pcomm) inside the aneurysm before the physician put the detacher on the delivery wire of the coil. The subject coil remained implanted inside the aneurysm. The physician removed the delivery wire/proximal coil and completed the procedure successfully. There were no reported clinical consequences to the patient.